Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock connection was leaking during the fill tubing process. During troubleshooting with tandem's technical support, the customer tightened the luer lock connection, no leaking was observed, and insulin delivery was resumed. The customer's blood glucose level was 126 mg/dl.